Event description:
On (B)(6), 2010, it was reported by the user facility ((B)(6)) to terumo cvs that during cardiopulmonary bypass surgery, the centrifugal pump did not propel forward. The user facility reported that the centrifugal pump was changed out and that the pt was inadvertently exsanguinated. Cardiac massage had to be performed and vasopressors were administered. Pt's status was reported as ok. The surgery was completed successfully.

Manufacturer narrative:
Terumo obtained the actual device that was used and decontaminated through the bleach process and evaluated. A visual inspection performed under magnification of the centrifugal pump noted that the shaft was broken which likely caused the lack of forward flow. Terumo is still investigating this issue and will be submitting a follow-up report when more info becomes available. (B)(4).